Event description:
It was reported that a spectrum pump failed to recognize the door being closed during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of 'doesn¿t recognize the door being closed' was not reproduced. A review of the event history log revealed multiple door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link bent. The link requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.